Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was received from the initial reporter and can be found the following fields: a2, a3, b7. The following fields were updated per information previously reported: annex e, annex f, annex a, annex g, annex b, annex c, and annex d. The following fields were updated: g3, g6, h2, and h10.

Manufacturer narrative:
4315, 4307 - on 24-nov-2020, the following additional information was obtained via further engineering review: the reload was transferred to mechanical engineering and quality engineering teams for further evaluation. Engineering¿s review of the reload found that there was no damage to the undeployed pushers, cartridge, or knife. When the lead screw was activated manually, one of the pushers did deploy in-house. The cartridge was examined via x-ray and the staples for the undeployed pushers were in pristine condition, indicating that the undeployed pushers did not move upwards at all. The reported issue could only be reproduced on another reload when a pusher was intentionally adhered to bottom of the reload cartridge via an adhesive. The reload used in the reported complaint had no adhesive or other material that would explain why it did not deploy. At this time, the cause of the reported issue cannot be determined. Based on the additional information, the MDR is being updated to include the product problem classification as the pushers not deploying is a component failure that could cause of contribute to an adverse event if it were to recur regardless of root cause.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. Intuitive surgical, inc. (Isi) has received a green stapler 45 reload associated with this complaint and completed investigations. A visual inspection was performed and five pushers on an outer row were found to have not deployed. The pushers that did not deploy showed no visible damage. The reload was further inspected and lead screw damage was found. Failure analysis was able to remove the leadscrew and shuttle assembly, backdrive the shuttle proximal to the first undeployed pusher, and manually rotate leadscrew until the shuttle met the pusher and drove the staple upwards. The leadscrew thread damage was mostly proximal to the undeployed pushers. The knife edge was not damaged. The leadscrew thread damage suggests resistance was encountered during firing; however, lack of knife damage suggests the firing was not across a hard object. The cause of the pushers not deploying is unknown. Isi has also received the stapler 45 instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The jaws opened and unclamped successfully. The instrument was fully functional. A review of the log shows no failures.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the intra-operative complication cannot be determined. Isi has requested for the green stapler 45 reload and stapler 45 instrument involved with the reported event to be returned to isi for evaluation. However, as of the date of this report, isi has not received the products for failure analysis investigation. A follow-up MDR will be submitted if further details are provided. Per the stapler 45 user manual, "proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory thoroughly ¿ including all of its components ¿ before and after each use. If any abnormality is found, do not use it. Examples of damage include misaligned or loose jaws and deformed or bent wrist components." Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. The system logs show that a stapler 45 instrument (party # 470298-14, lot # t10190729-0016) was installed twice during the surgical procedure with green stapler 45 reloads installed. During the first install, there were no clamps (or firing) attempted. On the second install, the clamp was completed on the first attempt and the firing was completed per the logs. No photographs or video of the procedure are available for review. This complaint is being reported due to the following conclusion: it was alleged that an air leak of the patient's lung was observed after a stapler 45 instrument was fired with a green stapler 45 reload installed on the bronchus. The stapler instrument allegedly fired completely and no issues were observed upon inspection of the staple line. A laparoscopic stapler was used to address the air leak. At this time, the root cause of the patient's intra-operative complication remains unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the stapler 45 instrument, with a stapler 45 reload installed, was fired successfully on the patient's bronchus. No error messages presented on the system at that time. However, upon inflation of the lung, a large air leak was observed. The surgeon used a laparoscopic stapler to complete the procedure with a delay between 15 to 30 minutes. On 07-apr-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the stapler 45 instrument and reload were not inspected prior to use. The issue allegedly occurred upon the first fire of the stapler 45 instrument during the surgery. Per the initial reporter, "the stapling procedure went well" and no error messages presented on the system. The fire of the stapler reload "looked like it was completed." The staple line was inspected after firing and appeared to be complete. No clamping or other issues with the stapler 45 instrument occurred. There were no malformed staples, and no fragments fell inside of the patient's anatomy. The surgeon did not encounter any obstructions or hard material, and buttress material was not used. The bronchus tissue was not previously exposed to radiation or chemotherapy, and was not calcified. There was no tissue tension or bunching. Upon observation of the air leak, a laparoscopic stapler was immediately used to complete the staple line. The delay incurred as a result of this issue was specified to be 15 minutes. The total operative time was 2 hours and 13 minutes. The patient has been discharged and has not experienced any post-operative complications. No photographs or video of the procedure are available for review.